Event description:
During a remote follow-up, failure to capture was detected on the left ventricular (lv) lead. Diagnostic imaging is anticipated, but has not been performed. The patient was stable and will continue to be monitored.